Event description:
The indeflator broke -made a single "pop" sound while a stent was inflated in the coronary artery and then we were not able to pull back the handle on it to deflate the stent. We were able to quickly disconnect the indeflator from the stent/balloon catheter and deflate the balloon by pulling a negative with a 20cc syringe. This caused a slight delay in deflating the balloon but no more than a few seconds, and there was no adverse reactions for the patient witnessed at that time.